Event description:
It was reported that the guidewire broke. The 45% stenosed target lesion was located in the mildly calcified and mildly tortuous diagonal artery. Percutaneous coronary intervention (pci) was performed in the left anterior descending artery (lad) and diagonal arteries. During the double kissing (dk) crush technique in a side branch, the 182cm luge guidewire got stuck behind a non-boston scientific stent. The guidewire was removed slowly from the patient with mild force. The guidewire broke 15cm from the proximal end. A snare was used to successfully remove the portion of the guidewire hanging out of the aorta. Another of the same guidewire was used to complete the procedure. There were no patient complications and the patient's status is fine.

Event description:
It was reported that the guidewire broke. The 45% stenosed target lesion was located in the mildly calcified and mildly tortuous diagonal artery. Percutaneous coronary intervention (pci) was performed in the left anterior descending artery (lad) and diagonal arteries. During the double kissing (dk) crush technique in a side branch, the 182cm luge guidewire got stuck behind a non-boston scientific stent. The guidewire was removed slowly from the patient with mild force. The guidewire broke 15cm from the proximal end. A snare was used to successfully remove the portion of the guidewire hanging out of the aorta. Another of the same guidewire was used to complete the procedure. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic inspection revealed the distal end was stretched/unraveled with a portion of the core wire exposed and a portion of the distal end detached and not returned for analysis. The distal, medium, and proximal of the device were measured and were within specification. The overall length and outer diameter distal measurements could not be performed due to device condition.